Event description:
It was reported that customer installed system in the operating room and when the patient arrived at the service, it was already giving a full alarm and the dressing was empty. The whole dressing was done again replacing the dressing and the reservoir and returned to give the same alarm of full reservoir without it being full. The customer replaced the reservoir again and after a few hours it gave the same alarm again. A nurse decided to drill a small hole with a needle in the reservoir filter and stopped giving the alarm. To complete the case was necessary to do the dressing again and it was done again with renasys. There was no harm or injury reported.

Manufacturer narrative:
The device used in treatment has not been returned for evaluation, with no additional information provided we are unable to establish a relationship between the reported event. Therefore, root cause is undetermined at this time. Alarm thresholds are set after thorough testing and are always set to ensure the complete safety of the patient. It is possible in extreme cases that the alarm may trigger inadvertently. In this instance therapy will still be delivered. The IFU does not endorse in any way the piercing of the filters. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history file contains further instances of the reported event, currently being monitored, with actions being taken to reduce further instances. However, this investigation is now complete. The associated risk file contains harms relating to the device however as no causal link was established following the clinical review, a further review is not deemed necessary the IFU for renasys has been reviewed and contains comprehensive guides on the operation and use, including steps to be taken in the event of a false alarm activating.